Event description:
5 fu administered by continuous infusion using baxter pump with back check valve on IV tubing and attached to huber needle with posiflow cap. Pt reported leaking. Tightened connections and leaking stopped.